Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugar of over 500 mg/dl [blood glucose increased] no medication released from pen [device failure] case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar of over 500 mg/dl(blood sugar increased)" with an unspecified onset date, "no medication released from pen(device failure)" with an unspecified onset date, and concerned a female patient, born in 1956, who was treated with novolog flexpen (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - 16u plus sliding scale, subcutaneous) from unknown start date for "drug use for unknown indication", novofine plus 4mm (32g) (needle) from unknown start date for "device therapy". Medical history was not provided. On an unknown date, the patient experienced that no medication released from their novolog flexpen and had blood sugars over 500 mg/dl with one of the defective pens. Troubleshoot was unsuccessful. Batch numbers: novolog flexpen: lzfw204 novofine plus 4mm (32g) was requested action taken to novolog flexpen was not reported. Action taken to novopen plus 4mm (32g) was not reported. The outcome for the event "high blood sugar of over 500 mg/dl(blood sugar increased)" was not reported. The outcome for the event "no medication released from pen(device failure)" was not recovered. Novolog flexpen is a prefilled device. Current location of device : returned to manufacturer period of use was not reported. Investigation results: lzfw204 - novolog flexpen a visual examination of the returned product was performed. A reference sample was chemically analyzed the results were within the product specifications. A batch record review on assembly was found to be normal. The returned sample was examined visually. A large amount of air was present in one of the cartridges. If the needle was not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem was due to incorrect handling of the product. Both devices: a visual examination of the returned products were performed. The dose accuracy was measured by weighing. The results were found to comply with specifications. Chemical analysis of the returned sample(s) was performed the result was within acceptable limits. During examination of the product, no irregularities were detected. Investigation results: novofine plus 4mm (32g) visual examination and functional testing were performed. The needle, which was used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery was not possible and the dose accuracy may be affected. The needle was labelled as a single-use product. The needle should be mounted immediately before the injection and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the 'air shot' procedure described in the instruction leaflet any problem with the needle will be discovered before use. The problem with the needle was due to incorrect handling during use. Since last submission, the case was updated with following: - added "novofine plus needle" as suspect - investigation results were added for both novolog flexpen and novofine plus needle - annex codes bc,d and g codes were added for novolog flexpen and novofine plus needle - reporter's causality was added for novofine plus needle - narrative updated accordingly cause investigation - investigation findings: FDA 4248 (imdrf code-c23) final manufacturer's comment: 26-jul-2022: the suspected device novofine needle has been returned to novo nordisk for evaluation. Upon investigation of the needle, it was found that needle was blocked. Dose delivery is not possible and the dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Final manufacturer's comment (B)(6) 2022: the suspected product novolog flexpen and needle has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novolog flexpen. Continued: evaluation summary investigation results: novofine plus 4mm (32g) visual examination and functional testing were performed. The needle, which was used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery was not possible and the dose accuracy may be affected. The needle was labelled as a single-use product. The needle should be mounted immediately before the injection and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the 'air shot' procedure described in the instruction leaflet any problem with the needle will be discovered before use. The problem with the needle was due to incorrect handling during use.